Event description:
Pt in ER for full cardiac arrest. Quick-combo pads used for defibrillation and pacing. Pt was defibrillated twice at 360. No pulse or cardiac rhythm. Pacing was initiated but would not operate. It was discovered several days later that the pad had broken at the base and made the pacing function non-operational. The direct cause of breakage is not known at this time. Staff reported problems with pacing function several times over the past year.